Manufacturer narrative:
(B)(4). The investigation is still ongoing and conclusions will be sent in a follow up report by (B)(4) 2011.

Event description:
The customer reported that the isite pacs shows image artifacts which were not visible on the monitor.